Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set leaked from an unspecified location. This occurred during initial drain of peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. The home patient (hp) reported that ¿the leak came from the cycler and was spraying¿. The hp stopped the treatment due to the leak. Rental therapy services discussed the use of continuous ambulatory pd with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.